Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a ventricular tachycardia (vt) storm. The crt-d was interrogated and conformed to have operated appropriately during the arrhythmia, delivering both anti-tachycardia pacing and shock therapy. It was noted that in one of the vt episodes that there was noise on the right atrial (ra) lead that was being oversensed. The printouts were sent to boston scientific technical services (ts) for evaluation. A ts consultant reviewed the data and discussed that the noise on the atrial channel is from the minute ventilation feature of the device, indicating a possible lead or connection issue. Additional troubleshooting was discussed including turning the mv feature off and considering extending the cross-chamber blanking period. No adverse patient effects were reported in regards to the observed noise; however, the patient has been hospitalized due to multiple vt episodes with treatment. Additional information was received that the field representative discussed this case with the hospital staff. The physician tried manipulation of the system while taking impedance measurements and they were within normal range. The mv sensor was turned off and only the accelerometer is active. No adverse patient effects were reported. The crt-d and ra lead remain implanted and in service in this patient.